Manufacturer narrative:
Date of event: exact date unknown, event occurred within the last six months from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.